Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, e3, g6, h2, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-oct-2022 to 16-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door failed repeatedly. The field service engineer verified the connections were tight and applied stabilent to latch harness and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door failed, preventing the user from removing medications. The customer stated that there was a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door failed repeatedly. A field service engineer made sure connections to latches were secured and tight and applied stabilent to latch harness and rebooted station to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had tower door failure, preventing the user from removing medications. Customer stated that there was a delay of about 15 minutes for ibuprofen and no harm to patients. There were no adverse events or injuries reported based on this incident.